Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) over-sensed noise on the right atrial (ra) lead resulting in left ventricular (lv) pacing inhibition. It was noted this happened repeatedly during a device check. Technical services (ts) reviewed available device data and provided considerations for further investigation, including clinical electrophysiology (ep) assessment for the presence of an accessory pathway, increasing the lower rate limit (lrl), programming a fixed right ventricular (rv) output, x-ray imaging of the lv lead position, and changing the lv lead sensing configuration. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.